Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown as no autopsy was performed. The caller stated that the customer may have had a possible low blood glucose event that may have led to the customer's passing. A bottle of soda was found next to the customer that was presumably to raise their blood glucose levels. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The customer was in the hospital for issues with their blood work and kidney issues prior to being discharged and going home. The caller declined to provide further information. The caller declined to return the insulin pump for analysis.